Event description:
Pt had vp shunt was placed on (B)(6), with revision on (B)(6) (she had altered mental status and neurosurgery felt the shunt was malfunctioning). On (B)(6), she declined clinically and the shunt was revised. The shunt tissue showed curvularia spp (1 colony was seen) and light growth came from the fungal culture of the "shunt body fluid." Unclear if this mould infection was present on the vp shunt material or how it entered her csf.